Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had delivered a shock to a patient with detection enhancements on in a three zone monitor only situation. There was inquiry of device behavior and technical services discussed the issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.